Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed red welts and a rash around the bottom of the lifevest and on most of his back. The rash reportedly spread to the patient's neck and face and was described as red, itchy, and raised but with no puss, bleeding, nor oozing any fluid. The patient's primary care physician advised the patient to remove the lifevest due to the irritation and prescribed an anti-fungal cream. The patient's dermatologist stated the rash was not affiliated with the lifevest but was a reaction to new medicine that the patient was prescribed. The patient was prescribed steroid cream because the rash was all over his body. Follow-up indicated that the rash was clearing up since starting to use the steroid cream.